Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient mentioned feeling a vibration in their  leg. The patient states having so many things wrong with them. The patient will discuss it with the primary hcp. The patient was currently at a doctor's appointment .

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back and referenced receiving a patient letter with reference number regarding this event and stated they didn't even remember calling so they "can't help you with answering because I don't remember any of it." Patient stated they still had a lot of problems, even now when they were healthy and that they were up 3-4 times at night (at least) peeing and that they would pee all day. Patient stated they felt like since they moved to their new address, it seemed like there was a shortage of doctors and they needed to find a new healthcare provider (hcp) to help manage their implanted system. Patient stated they did have a scheduled appointment for a new hcp on (B)(6) 2025 and they didn't want to do anything with their settings to make a change until they saw their new doctor but they also requested physician listings so patient services sent the patient physician listings. The patient also mentioned that on occasion they would experience a burning sensation at the ins site. Patient stated it seemed to happen only why they were sleeping on their back which they always slept on their back due to their "other problems". Patient stated it would be enough for them to exclaim "ow!" Out loud when they felt the burning sensation. Patient services redirected the patient to follow up with their hcp at their scheduled appointment. Patient also gave relevant medical information: patient stated their symptoms with their bladder started this year and that they appeared to begin when they were diagnosed with lupus. Patient wanted to know if lupus could have an impact on their bladder. Patient services reviewed the role of patient services with the patient and redirected the patient to speak with their hcp about their concerns. Patient mentioned they would use the implant for bladder and bowel but didn't have much trouble with the bowel now as they were taking a medication for their "sibo" which was a horrific thing they had for so long and the "sibo" had been cleared up since the medication. They may call back.